Manufacturer narrative:
H10: multiple attempts were made on 18dec2023, 28dec2023, and 04jan2024 to try to obtain further information about this case, but no response was received from the customer. The repair and final disposition of the device cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting the nurse call alarm does trigger on the v60 ventilator. The device was not in clinical use. The issue was identified in pre-use testing. There was no report of harm; the device was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the device does not activate the nurse call alarm as expected. The nurse call system and cable were verified functional. The central processing unit (cpu) nurse call jack passed ohms (o) check and there was no visible damage. The rse advised the bme to clean the nurse call jack with an alcohol swab. If the issue persists, to replace the cpu printed circuit board assembly (pcba). Investigation is ongoing.